Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: e1 e3: reporter is a j&j employee. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Part number: 03.010.522. Lot number: 1l24027. Manufacturing site: umkirch. Release to warehouse date: september 25, 2018. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. The product was returned to depuy synthes for evaluation. The depuy synthes team conducted a visual inspection of the returned device. Visual analysis of the returned sample revealed that the weld between shaft and hammer, broke resulting in the hammer falling apart. No other problem identified. A manufacturing investigation was conducted by jabil detailing the failure mode. The combined hammer 500g broken at the welding and the complaint condition can be confirmed. According to the dimensional inspection it is shown that the dimension was out of tolerance. Data analysis and engineering tests were conducted. The products have been tested and the smaller shaft and resulting larger clearance with the hammer head does not negatively impact the function of the hammer. This condition was realized within the investigation of a former complaint. According to the product development memo excludes manufacturing as a root cause. To address the condition of the hammer shaft being out of tolerance, a CAPA was opened. Within the CAPA there was a process change initiated to change the manufacturing steps before and after hardening. The CAPA was effective has already been closed. Therefore no further actions are needed. A dimensional inspection was not performed as it is not applicable to the complaint condition. The observed condition of the device was consistent with a random component failure that may have been caused by exposure to unintended forces. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. The overall complaint was confirmed as the observed condition of the spiral combination hammer 500 grams, p/n: 03.010.522, lot: 1l24027 would contribute to the complained device issue. There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthese is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthese or its employees that the report constitutes an admission that the device, depuy synthese, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Phone#: (B)(6) without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.;

Event description:
Device report from depuy synthese reports an event in canada as follows: it was reported that a hammer head broke off the handle during impaction. No fragments generated and surgery delayed due to the reported event. The procedure successfully completed. This complaint involves one (1) device. This report is for one (1) spiral combination hammer 500 grams this is report 1 of 1 for complaint (B)(4).